Event description:
A nurse reported the flexiseal had been in use for four days when it was noted the white inflation port was blocked and it was not possible to empty the retention balloon to reposition the device. The nurse further reported cutting the devices' inflation port also reported that a new device was used.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.